Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data was received and analyzed. Analysis of the data indicated invalid/missing ahr (atrial high rate) diagnostics. The analyst noted a diagnostics mismatch with underreporting of atrial tachycardia (at)/ atrial fibrillation (af).

Event description:
It was reported that the patient's implantable pulse generator (ipg) was not correctly reporting atrial burden information due to a known firmware bug. The patient's ipg was reprogrammed to resolve the bug and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.